Event description:
(B)(4). My wife had this procedure done after the birth of our son. Since then, she has battled fatigue, severe and frequent migraines, painful sex, dental issues, hair loss, loss of balance, dizziness, nausea and vomiting, heavy periods, severe cramping, hot flashes, hives/skin rash, chronic hemmroids, bloating, gas and memory issues. One of her coils came off and tubes and rested on her rectum. She had her tubes removed in 2014 and a total hysterectomy (B)(6) 2015.